Event description:
It was reported that there was a gradual deviation of the left wrist in a 7 day lapse. Patient pain free. The patient and family stated that the deviation occurred gradually for the past 7 days. When they arrived at the hospital, x rays were taken and the plate was broken and the bone had not completely healed.

Manufacturer narrative:
The product description in the complaint form reads this was a foot rigid implant, although this was for fixation of the wrist. The surgeon stated "the plate was placed volar on the shaft 2/3 of the radius. The patient has too small for us to use a 3.5 plate so we had to use the 2.7 (even though it is meant to fix foot fractures. We needed occupational therapy due to long term immobilization of the wrist (6 months) and to try and stimulate bone consolidation. The patient still wore removable forearm splints on daily basis removing them for therapy and baths." This product is not intended to be implanted in pediatric patients. To date, the device has not been returned. All information received has been acquired through communication with the surgeon. If and when the device is returned and the investigation yields information outside of use error, a follow-up will be submitted.

Manufacturer narrative:
The product 336-2701 plate with batch number 1140167 was received and exanimated on november 04, 2025. After a visual inspection the breakage was identified on the first compression hole from the y end of the plate. A slight bend is observed on the picture close up, but no conclusion can be made.